Event description:
Please report lf5544 ligasure advance monopolar tip laparoscopic sealer/divider, pistol grip, lot # 51960113x, expiration date 2020-07 no patient harm reported. No replacement used. This is third lf5544 that we have experienced problems with since (B)(6), the second with this surgeon and the second with this lot.